Manufacturer narrative:
The complaint investigation for the false elevated result included a search for similar complaints, review of the complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Device history record review for lot 24363ud00 did not show any potential non-conformances, or deviations related to the customer's observation. Labelling was reviewed and found to adequately address the issue under review. Historical performance of reagent lot 24363ud00 was evaluated using worldwide data from abbottlink and determined that patient median results for the lot is comparable with other lots in the field and confirms no systemic issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent, lot number 24363ud00, was identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Complete information for patient identifier = sid (B)(6). There was no additional patient information provided by the customer. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were: on (B)(6) 2021 sid (B)(6)= 9689.30pg/ml the patient came to the hospital with a pain in their arm, but the clinic stated there were no heart symptoms. There was no reported impact to patient management.